Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: d9 device manufacturer date. General information: complaint: (B)(4). Information to the sample: model: perfusor space. Article number: (B)(4). Serial number/batch: (B)(6). Software version: 688n030005. Hours of operation: 1492. Further information: n/a. Investigation results: history inspection: the device history files were read out and analyzed. The customer specified (B)(6) 2024 as the date of the incident. According to the device history, no abnormalities can be found in the device history files. At 0:34 a bd plastipak 50ml was selected. The syringe was filled to approx. 19.8ml. The therapy was started with a flow rate of 1.4ml/h. At 0:34. 7 hours and 42 minutes later the user stopped the infusion at 8:16. 10.81 ml was infused. The pump is put into standby mode at 8:22. At 8:48 the therapy continues with a flow rate of 1.4ml/h. 15:11 the syringe end alarm comes from the pump. A total of 19.78 ml was infused. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. No visible damaged parts are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A bd plastipak 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,37%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. Disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Judgment: the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. Addition information: n/a.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
Accroding to the complaint description: we have the below from 22/4/24, incident, but may have not been raised officially as incidents by users, but no patient was harmed. The device reported as having been involved in an incident where the device was found to be running at a rate higher than had been prescribed and set by the nurse. I advised that the device should be removed from service and quarantined. I attended the hasu and the device was removed from the patient at approximately 16-00h.